Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 4 devices were evaluated in the field and the issue was confirmed; 2 devices had loose components, 1 device had a broken/damaged component, and 1 device had an alignment issue. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the cot dropped or the fowler collapsed. There were two instances with patient involvement; however, the patients did not experience any adverse consequences.